Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during inspection at the ward, it was found that the cuff of the patient's nasotracheal intubation was "ruptured", which manifested as airway leakage. After the cuff "ruptured", the airway could not be effectively closed, which manifested as a sudden decrease in airway pressure. At the same time, during mechanical ventilation, air leakage could be heard, and the tidal volume of the ventilator could not reach the preset value. The endotracheal tube was re-performed at the bedside.